Event description:
It was reported, the customer was hospitalized for high blood glucose. Prior to hospitalization, the customer had the stomach flu and attempted to bolus, but customer received a no delivery alarm. Troubleshooting was performed and the bolus history revealed the customer had not bolused insulin for the day.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.